Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02417. It was reported the patient experienced ineffective stimulation. In turn, the ipg was explanted and replaced. During the procedure on (B)(6) 2021 leads were implanted while the original lead is still implanted. Therapy has been restored.